Event description:
It was reported that when an asymptomatic patient presented in-clinic for a scheduled follow-up, out-of-range high pacing lead impedance measurements were observed. Review of the lead trend had shown that it had gradually risen since implant of the new competitor¿s device. The vector that is being used for pacing support has remained relatively stable, so no further programming changes were considered. The patient was stable before, during, and after the device interrogation and will continue to be monitored.